Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. Peritonitis was manifested by chills, abdominal pain, cloudy effluent, nausea, and vomiting. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin and tobramycin (doses, routes, and frequencies not reported) for peritonitis. At the time of the report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.